Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device disarmed the shock prior to the shock button being pressed. It was reported that the device was in use on a patient at the time the alleged failure was observed. We are considering this as a serious injury as the patient's presenting rhythm was asystole.

Event description:
It was reported to philips that the device disarmed the shock prior to the shock button being pressed while in use on a patient in asystole. Additional information related to this event was requested, and follow-up information revealed that the involved patient died.